Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event, "foreign material was found inside the nozzle", was confirmed. Therefore, the device did not meet its specifications nor function. As a result of component analysis of the foreign material, silicon, protein and silicic acid were detected. It was likely that the foreign material did not originate from endoscopes but is a component contained in chemicals such as an anti-foaming agent and a disinfectant solution, therefore, the foreign material was generated since the mixture remained in the nozzle. Although, the cause of the foreign material that remained in the nozzle could not be specified, it could be stated that the foreign material was generated and remained in the nozzle due to some factor in reprocessing. It was confirmed, however, that the reprocessing steps were implemented in line with the instructions for use (IFU). It was also confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual "chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system" describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.